Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including multiple defib/pacer output, 30j testing, bench handling, and pacer testing without duplicating the report. Review of the device activity logs did not show any faults that could be associated with the customer report. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed pacer testing. Complainant indicated that there was no patient involvement in the reported malfunction.